Manufacturer narrative:
A partial lead measuring 10.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without returned of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Correction: please remove as the device has not been approved by FDA and is part of investigation device exemption (ide).

Event description:
It was reported that in (B)(6) 2016 the patient had atrial fibrillation and the lead presented with low out of range, high voltage lead impedance. Subsequently, the patient presented again another episode of atrial fibrillation with low shock impedance that caused possible high voltage circuit damage. The lead was explanted and the device was explanted prophylactically by physician's decision, following the advisory for premature battery depletion with implantable cardioverter defibrillator. There was no harmed to the patient.

Event description:
It was reported that in september 2016 the patient had atrial fibrillation and the lead presented with low out of range, high voltage lead impedance. Subsequently, the patient presented again another episode of atrial fibrillation with low shock impedance that caused possible high voltage circuit damage. The device was explanted prophylactically by physician's decision, following the advisory for premature battery depletion with implantable cardioverter defibrillator. There was no harmed to the patient.